Manufacturer narrative:
Physio-control evaluated the device and was unable to verify the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The customer did indicate that as a practice, they do keep their modem connected to their device at all times. It is possible that the device can exhibit loss of power symptoms if there is a short within the connected modem cable. This, however, could not be verified. The cause of the reported intermittent loss of power issue could not be determined.

Event description:
The customer reported that their device would intermittently lose power after being on. The customer did not report that there was any patient use associated with the reported issue.